Manufacturer narrative:
Service was onsite on (B)(4) 2011. The field service engineer (fse) found the waste line disconnected. The fse trimmed the end of the hose and reconnected it. The fse verified system performance to published specifications. Hardware is the root cause for this event.

Event description:
A customer contacted bci concerning a clear liquid leak from the left side of unicel dxi 800 access immunoassay system. The customer stated that she was wearing ppe while trying to contain the spill with absorbent towels. No errors were posted to the event log. There were no reports of injuries or exposure to hazardous liquids to users or lab visitors.